Manufacturer narrative:
The device eval is not yet complete. A f/u report will be submitted when the eval is complete.

Event description:
The customer indicated that their mobile acuity system shuts down unexpectedly and they have to power it back on. This resulted in a temporary loss of centralized monitoring, however, bedside monitoring was not affected.